Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a no delivery alarm and high blood glucose level of 400 mg/dl. The customer reported that the alarm was resolved by a complete set change. The customer declined to return the products for analysis. The customer was advised to call back if problems persisted.